Manufacturer narrative:
The stellaris system was inspected on-site at the user facility. A complete functional test was performed and the system was found to meet all manufacturer specification. There was no evidence a device malfunction occurred. The device history was reviewed and found to meet manufacturing specification. The cause of the reported event could not be determined.

Event description:
The surgeon reported a vacuum surge resulted in capsule damage. A vitrectomy was performed and the intended lens was implanted with no further impact to the patient.